Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured prothesis". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later reported rupture for the contralateral side. Un-reporting record

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d2, d4, g4, h4, h6